Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a phacoemulsification handpiece that is overheating during cataract extraction with intraocular implant surgery. Procedure details and patient impact have not been reported. Additional information has been requested but not received. This is one of several reports from this facility.

Manufacturer narrative:
. There was no additional related information. However, the phaco handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The hp was received for evaluation. A visual assessment of the returned sample found no visual non-conformity. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed, and the handpiece was found to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements. Which found the handpiece to meet specifications the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).